Event description:
Customer reported to beckman coulter, inc. (Bec) that the image immunochemistry system generated an erroneous beta-2-microglobulin (b2m) erroneous patient result. Customer reported that the erroneous result was not reported out of the laboratory. Customer reported calibration and qc (quality control) were in range before the event. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed no obvious issues with instrument. The fse replaced the sample syringe, the reagent syringe and the hydro filters. The fse performed alignments. The fse verified performance.